Manufacturer narrative:
Technician found that the head slowly drifts down due to a defective emergency CPR valve. Replaced the emergency CPR valve to resolve the reported problem.

Event description:
Complaint alleged that the head slowly drifts down.